Manufacturer narrative:
Received 4 unopened hydrosil intermittent catheters. The reported issue was unconfirmed due to the returned samples meeting specification. Per visual evaluation: the samples were evaluated for correct and legible printing, damaged component, catheter surface free of foreign matter, complete seal of packages without openings or damages. During the visual inspection it was noticed that 1 samples had the water package already open and the catheter was wet. Per functional evaluation: the 4 samples were measured with a measuring probe of 10 ml. Sample 1: this sample had the water package already open so the catheter was wet and could not verify the amount of water that the catheter had originally. It can not. The time the water package was opened is unknown. Sample 2: in this sample, the water was still inside the water package. However, sample # 2 was discarded since when the water package broke its seal, the water fell outside the measuring probe. The complaint could not be confirmed with this sample since a quantity of water was not measured. Sample 3: in this sample, the water was still inside the water package. Sample # 3 was measured for water quantity in the water package with a measuring probe. Complaint could not be confirmed since product meets specification. According to sa7602157 rev. 1 - water packet 4 ml hydro subassembly specification for a 4 ml water package the volume is 4 ml with a tolerance of ±0.3ml and the sample result was 4.2 ml. Sample 4: in this sample, the water was still inside the water package. Sample # 4 was measured for water quantity in the water package with a measuring probe. Complaint could not be confirmed since product meets specification. According to sa7602157 rev. 1 - water packet 4 ml hydro subassembly specification for a 4 ml water package the volume is 4 ml with a tolerance of ±0.3ml and the sample result was 3.8 ml. The instructions for use state the following: "intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. The catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. 1. Release the water prior to opening the sealed catheter pouch: a. Apply pressure to the foil packet to release the water. B. Ensure all water is released from the foil packet. 2. Wet the catheter a. Hold package with printed side up. B. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 3. Use the catheter a. Peel back package to expose funnel end of catheter. B. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. C. Remove catheter and use according to physician¿s instructions. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Precautions: urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was almost completely unable to use the catheters as the water caps were allegedly half empty, and there was barely any lubricant making it difficult to insert. The patient commented that the lubricant gel on the catheter was much less than normal.